Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection. Foreign material adhered to/clogged the distal end, forceps elevator and insertion tube. The foreign material could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely that insufficient reprocessing led to the malfunction. The root cause that made the foreign material remain in the subject device could not be specified. It was confirmed that there was no deviation from IFU in reprocessing steps for the locations where foreign material remained. The suggested events are detectable and preventable by handling device in accordance with the following IFU: IFU states the detection method in operation manual preparation and inspection. IFU states the preventive measures in reprocessing manual reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the duodenovideoscope exhibited foreign material attached to the connecting tube, distal end, and forceps elevator. There were no reports of patient involvement.